Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure implant/ migration of essure coil into endometrial cavity') and fallopian tube perforation ('perforation fallopian tube') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, irregular menstrual cycle, uterine bleeding, gastric bypass (B)(6) 2017), colonoscopy, cholecystectomy, irritable bowel syndrome, libido decreased, d & c (B)(6) 2008 (miscarriage)), gastric ulcer perforation, dysmenorrhea, irritable bowel syndrome, muscle spasm, joint pain, fatigue, malaise, acute bronchitis, obesity, allergic rhinitis and vitamin d deficiency. Previously administered products included for an unreported indication: mirena in 2008 and depo-provera from 2007 to 2008. Concomitant products included omeprazole since 2000. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / pain eventually increased to the point that plaintiff could no longer endure intercourse"), 3 years 6 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia/ excessive bleeding during menstruation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine cervical pain ("cervix pain"), vulvovaginal pain ("vaginal canal pain"), pain in extremity ("feet pain"), gastritis ("gastritis"), ulcer ("ulcer nos"), procedural pain ("procedural pain"), neck pain ("neck pain"), chest pain ("chest pain"), back pain ("back pain") and pelvic pain ("pain") and was found to have weight decreased ("weight decreased"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, fallopian tube perforation, dysmenorrhoea, menorrhagia, uterine cervical pain, vulvovaginal pain, pain in extremity, ulcer, procedural pain, weight decreased, neck pain, chest pain, back pain and pelvic pain outcome was unknown and the dyspareunia was resolving. The reporter considered back pain, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastritis, menorrhagia, neck pain, pain in extremity, pelvic pain, procedural pain, ulcer, uterine cervical pain, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the essure coil was first placed in the right ostia and then the left. Three trailing coils were visible bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: persistent patency of the right tube with essure device in place (partially in the endometrial cavity). Left- sided occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure implant/ migration of essure coil into endometrial cavity') and fallopian tube perforation ('perforation fallopian tube') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, irregular menstrual cycle, uterine bleeding, gastric bypass ((B)(6) 2017), colonoscopy, cholecystectomy, irritable bowel syndrome, libido decreased, d & c ((B)(6) 2008 (miscarriage)), gastric ulcer perforation, dysmenorrhea, irritable bowel syndrome, muscle spasm, joint pain, fatigue, malaise, acute bronchitis, obesity, allergic rhinitis and vitamin d deficiency. Previously administered products included for an unreported indication: mirena in 2008 and depo-provera from 2007 to 2008. Concomitant products included omeprazole since 2000. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / pain eventually increased to the point that plaintiff could no longer endure intercourse"), 3 years 6 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia/ excessive bleeding during menstruation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine cervical pain ("cervix pain"), vulvovaginal pain ("vaginal canal pain"), pain in extremity ("feet pain"), gastritis ("gastritis"), ulcer ("ulcer nos"), procedural pain ("procedural pain"), neck pain ("neck pain"), chest pain ("chest pain"), back pain ("back pain") and pelvic pain ("pain") and was found to have weight decreased ("weight decreased"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, fallopian tube perforation, dysmenorrhoea, menorrhagia, uterine cervical pain, vulvovaginal pain, pain in extremity, ulcer, procedural pain, weight decreased, neck pain, chest pain, back pain and pelvic pain outcome was unknown and the dyspareunia was resolving. The reporter considered back pain, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastritis, menorrhagia, neck pain, pain in extremity, pelvic pain, procedural pain, ulcer, uterine cervical pain, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the essure coil was first placed in the right ostia and then the left. Three trailing coils were visible bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: persistent patency of the right tube with essure device in place (partially in the endometrial cavity). Left- sided occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received- new event fallopian tube perforation, pelvic pain female was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure implant/ migration of essure coil into endometrial cavity') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, irregular menstrual cycle, uterine bleeding, gastric bypass, colonoscopy, cholecystectomy, irritable bowel syndrome and libido decreased. Previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / pain eventually increased to the point that plaintiff could no longer endure intercourse"), 3 years 6 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia/ excessive bleeding during menstruation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine cervical pain ("cervix pain"), vulvovaginal pain ("vaginal canal pain") and pain in extremity ("feet pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, uterine cervical pain, vulvovaginal pain and pain in extremity outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity, uterine cervical pain and vulvovaginal pain to be related to essure. The reporter commented: the essure coil was first placed in the right ostia and then the left. Three trailing coils were visible bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: persistent patency of the right tube with essure device in place (partially in the endometrial cavity). Left- sided occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- cervix pain, vaginal canal pain, feet pain. Onset date of event dyspareunia, dysmenorrhoea, menorrhagia were updated. Reporter information, aka name, medical history, historical drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure implant/ migration of essure coil into endometrial cavity') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, irregular menstrual cycle, uterine bleeding, gastric bypass ((B)(6) 2017), colonoscopy, cholecystectomy, irritable bowel syndrome, libido decreased, d & c ((B)(6) 2008 (miscarriage)) and gastric ulcer perforation. Previously administered products included for an unreported indication: mirena in 2008 and depo-provera from 2007 to 2008. Concomitant products included omeprazole since 2000. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / pain eventually increased to the point that plaintiff could no longer endure intercourse"), 3 years 6 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia/ excessive bleeding during menstruation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine cervical pain ("cervix pain"), vulvovaginal pain ("vaginal canal pain"), pain in extremity ("feet pain"), gastritis ("gastritis"), ulcer ("ulcer nos"), procedural pain ("procedural pain"), neck pain ("neck pain"), chest pain ("chest pain") and back pain ("back pain") and was found to have weight decreased ("weight decreased"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, menorrhagia, uterine cervical pain, vulvovaginal pain, pain in extremity, ulcer, procedural pain, weight decreased, neck pain, chest pain and back pain outcome was unknown and the dyspareunia was resolving. The reporter considered back pain, chest pain, device expulsion, dysmenorrhoea, dyspareunia, gastritis, menorrhagia, neck pain, pain in extremity, procedural pain, ulcer, uterine cervical pain, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the essure coil was first placed in the right ostia and then the left. Three trailing coils were visible bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: persistent patency of the right tube with essure device in place (partially in the endometrial cavity). Left- sided occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events ulcer, gastritis, weight loose, procedural pain, chest pain, neck pain, & back pain added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.